Event description:
It was reported that pericardial effusion occurred. A left atrial appendage (laa) closure procedure was being performed, and a watchman trusteer access system (was) was selected to be used. During the procedure, after transeptal puncture, the patient's blood pressure dropped. A pericardial effusion was found and the physician decided to abort the procedure. Pericardiocentesis was performed and 145ml of dull red blood was drained from the patient. The patient is expected to fully recover.